Manufacturer narrative:
(B)(4).

Event description:
It was reported that, while in use on a patient an 840 ventilator generated an alarm and the patient's saturation value dropped. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, the patient's outcome has not been provided.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4). Although medtronic-covidien was not authorized to conduct repairs, the customer returned the graphic user interface (gui) printed circuit board (pcb). An investigation was performed on the returned component and the alleged malfunction could not be confirmed. No fault was found.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.